Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a change battery alert, and would not power on after multiple battery replacements. Blood glucose level at the time of the incident was 116 mg/dl. During troubleshooting, the customer reported that the display was blank and they were unable to get it to return. Customer was instructed to wait two hours to allow the pump to reset and call back if the issue persisted. The insulin pump was not replaced or returned for analysis.